Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with neurostimulators for essential tremor and movement disorders. It was reported that the device worked well and eventually stopped working despite multiple dosing changes. The device was interrogated. The right device was non-responsive but depleted on the left and responsive. It was also noted that recently stimulation has not been effective.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.